Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-06291. It was reported that when the patient presented remotely via merlin.net transmission, inappropriate auto mode switch (ams), far r-wave oversensing, and atrial lead noise were observed. Programming changes were suggested, and the lead will be monitored. No patient symptoms were reported.